Manufacturer narrative:
Analysis of the lead cap found the connector to be twisted and the molded rubber was cut. Analysis of the torque wrench found no anomaly.

Event description:
It was reported that when using the lead cap to temporarily cover the lead ends, the connector blocks were rotating within the cap body when the screws were turned clockwise. When the screwdriver was turned there was no indication to stop. The screws were tightened too much and it was not possible to open them. The hcp used a scissor to open the connector blocks and used temporary connector blocks from different lead kits. The implant was continued. It was reported that there was no patient injury.

Manufacturer narrative:
Lead: model: 3387-28, lot# 0205476274, implanted: na, explanted: na, lead: model: 3389-28, lot# 0205538332, implanted: na, explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.